Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On december 13, 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to recall when the alleged power issue began. The patient informed the csr that she manages her diabetes with oral medication, diet and exercise and it is not known what action, if any, the patient took in regards to her usual diabetes management routine due to the alleged meter issue. The patient could not confirm if she developed any symptoms however reported attending the emergency room (ER) on the evening of (B)(6) 2015 and being hospitalized as a result of the alleged issue. The patient claimed she was treated with insulin (IV and injections). The patient claimed that blood glucose tests were performed on the hospital meter every hour and reported a result of "380 mg/dl" being obtained at 1:00am on (B)(6) 2015 and results of "400 mg/dl and 205 mg/dl" being obtained at unspecified times on (B)(6) 2015. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The csr confirmed that the patient was unable to turn the meter on manually and that she did not notice the battery indicator appear prior to meter not turning on. Csr noted that the patient was unable to perform a rapid charge at the time of the call. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received health care professional (hcp) treatment for hyperglycemia after the alleged meter issue began.